Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt experienced a suture break when pulled up inside the femur. As a result, the graft was removed from the patient, and an alternative ar-1588rt-ib tightrope ii rt was used to complete the procedure. The case was extended by more than an hour, and additional anesthesia was administered to accommodate the delay. This issue was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was provided on (B)(6) 2025: details regarding bone preparation and bone quality were not provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.